Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The external and internal system control unit (scu) to power supply unit (psu) cables were replaced. The system then passed a system checkout. Both of these cables were returned to medtronic for analysis. There were no faults found with either cable - both were found to be in good condition and passed a continuity test with no opens or shorts detected. Fdm, fdr, fdc codes apply to the system service and fdm, fdr, fdc codes apply to the cable analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. Other relevant device(s) are: product ID: 9733686, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while testing equipment, the navigation system camera cycled power four times in an hour. There was no patient present when this issue was identified.